Event description:
Attempted to fire premium surgiclip medium 9.75" clip applier, it would not fire. Attempted to use a second surgiclip medium 9.75", it would not fire either. Staples were then advanced manually.